Event description:
In 2009, the pt reported that about 1 week ago she noticed the down button on her insulin infusion device was not properly working. She stated this resulted in blood glucose readings that were too elevated. She stated she had no symptoms of elevated readings and she corrected her readings by injecting insulin. She said the down button responds intermittently when pressed for a bolus of insulin. The button pops up when pressed. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.